Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergic skin reaction and irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing inflammation due to an allergic reaction to the adhesive occurred while wearing the pod between 5 and 24 hours on the leg. The patient visited their physician and was treated with baneocin ointment and advantan ointment. Device was discarded.